Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as fluid that discharged from the biopsy channel which included the powder lubricant "molykote". It was judged that molykote, applied to inner bending tube, flew out from the leakage point of the inner biopsy channel into the biopsy channel with fluid for cleaning. It was concluded that the user facility conducted reprocessing properly; however, the user may not have conducted a leakage test after procedure properly because they did not report water leakage. A further cause of the leakage could not be presumed. Leakage occurred from the biopsy channel of the device which led to the suggested event. Regarding leakage test, the instructions for use (IFU) warned as follows: -reprocessing manual 1.4 precautions- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had black water from the tube. The issue was found during reprocessing. The procedure was completed with the same device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The evaluation findings are as follows: due to a pinhole on the channel tube, water tightness was lost, plug unit had corrosion due to water leakage, light guide lens had a crack, and due to damage, switch (#1) did not work. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.